Manufacturer narrative:
No further patient information was provided by the customer. A review of tickets was performed for lot number 61975un19. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median results for the lot are within established limits. Therefore, no unusual reagent lot performance was identified for lot 61975un19. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot 61975un19 was identified.

Event description:
The customer observed a false positive architect stat troponin-I result for 1 sample. The following data was provided (customer's normal range = 0 to 0.04 ng/ml): initial result = 0.43 ng/ml (positive), repeat = <0.01 ng/ml (negative) no impact to patient management was reported.